Event description:
According to the reporter: 3 pediports leaked on removal of trocar. On inspection it is apparent that one side of the grey seal is not visible, it has either detached or is not reverting to its normal position once the trocar has been removed which is causing the leak. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).